Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed due to the part/lot information could be: catalog number - 15-105060, lot number - 129680, expiration date - september 30, 2014, - manufacture date ¿ september 30, 2004. Or the part/lot information could be: catalog number - 15-106060, lot number - 474150, expiration date - november 30, 2018, manufacture date ¿ november 20, 2008. Or the part/lot information could be: catalog number - 15-105058, lot number - 866000, expiration date - january 31, 2015, manufacture date ¿ january 17, 2005. Or the part/lot information could be: catalog number - 15-106048, lot number - 042710, expiration date - october 31, 2018, manufacture date ¿ october 8, 2008. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00674 & 03805).

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. Patient's legal counsel further reported that blackened synovial tissue and minimal bony ingrowth were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. Patient's legal counsel further reported that blackened synovial tissue and minimal bony ingrowth were allegedly noted during the revision procedure. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2011 due to pain. Operative report noted the presence of thick, clear synovial fluid, blackening of the synovium, black synovial tissue and lack of bony ingrowth on the acetabular cup. The modular head and acetabular cup were removed and replaced.